Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. When the patient presses the bulb, the pump flattens and does not refill. The patient is able to correct the pump if they squeeze the sides of the pump block but can only get the fluid to transfer through once. Reset techniques were performed, but there was no resolution. The patient was evaluated by their physician, and the physician suspects there is a fluid leak from the device. The physician advised surgical intervention to replace the ipp. The patient will have to follow up with their cardiologist to discuss further surgical options. There has been no surgical intervention at this time, and there were no patient complications reported.